Event description:
An operating room tech reported a corneal burn at the incision site occurred during a surgical procedure. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info had been requested, but not received to date. (B)(4).